Event description:
Healthcare professional reported 8 months after injection with 2 ml of unspecified juvederm voluma and 1 ml unspecified juvederm ultra plus xc in unspecified locations, patient developed swelling with possible biofilm or granuloma at the juvederm voluma injection sites. No biopsy noted. Patient was prescribed an "antibiotic" and "hylase." The healthcare professional noted after injection with "hylase and deeper, [they] think [they] got some of it but still present. Will need more."

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "edema, granuloma injection site" are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: undesirable effects - the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or delayed. Inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. Cases of necrosis in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported, is advisable to take these potential risks into account.